Manufacturer narrative:
Bayer case number: (B)(4). A piece of marker stuck on the left side [device breakage]. There is still a piece of marker stuck on the left side, because it could not be removed. [Complication of device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ("a piece of marker stuck on the left side") in a female patient who had essure inserted for female sterilisation. Product or product use issues identified: complication of device removal ("there is still a piece of marker stuck on the left side, because it could not be removed."). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered device breakage to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material was partially removed. There is still a piece of marker stuck on the left side, because it could not be removed. The symptoms limit me in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). A piece of marker stuck on the left side [device breakage]. There is still a piece of marker stuck on the left side, because it could not be removed. [Complication of device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device breakage ('a piece of marker stuck on the left side') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: complication of device removal "there is still a piece of marker stuck on the left side, because it could not be removed.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. The reporter considered device breakage to be related to essure. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments and the foreign-body material was partially removed. There is still a piece of marker stuck on the left side, because it could not be removed. The symptoms limit me in my normal daily functioning, and I suffer damages. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.